Event description:
It was reported the 3.0 x 12 mm xience v stent did not deploy. There were no reported adverse patient effects. There was no clinically significant delay of procedure reported. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Estimated date of event. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report filing, additional information was received stating that the devices for case 1 and 2 were both used in the same case. Intra-vascular ultra sound (ivus) was not used in the case, as the physician estimated the size of the lesion via a visual estimate. The xience v stent was advanced and the physician determined that it was not the correct selection for the lesion, and withdrew the device without issue. The second xience v stent was also advanced, and the physician determined that it was also not the correct selection for the lesion, and withdrew the device without issue. There was no deployment issue with either stent. A 2.75 x 8 mm xience v stent was advanced and implanted successfully to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported.